Event description:
It was reported that the patient was having problems with their recharger. Caller stated there was a short in the wire. If someone was helping the patient recharge they would receive a shock from the wire or round antenna piece while placing the antenna over the implant. Problems had been going on for a few weeks. The recharger showed 8 coupling bars and then 2 or 3 seconds later the screen went blank. The repair department confirmed shocking is not possible and screen will time out. Patient was unaware that they needed to push the 'start charge' button. With recharger batteries full, the patient could not get any coupling bars, but would try again later. The implantable neurostimulator (ins) battery was less than half full and the patient could feel 'a little' stimulation. An update from the manufacturer representative confirmed patient was still having shocking issues, but was not having coupling issues. It was later reported that the patient's ins was eroding out of the pocket and was 'sticking out' of her skin. Patient had a doctor's appointment schedule on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3708140, serial# (B)(4), product type extension. (B)(4).

Event description:
It was initially reported that the patient had trouble charging since august, however the manufacturer's representative checked the device and found no coupling issues, and 8 coupling bars were shown. Additional information received reported that the recharger was checked on (B)(6) 2012 and was working "just fine" after tightening the antenna screw. It was noted that all 8 coupling bars were shown and no shocks occurred when applying the charger to the device.